Manufacturer narrative:
Device passed the displacement test and rewind. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir area was chipped in plastic, battery 2 weeks and rewind takes longer. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.